Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The patient was treated with unspecified antibiotics as an outpatient (for two weeks). At the time of this report, the patient has fully recovered from the event and was "fine". Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.